Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of lung vessels in a video-assisted thoracoscopic surgery lobectomy laparoscopic procedure, the surgeon was able to press the green button but the device did not fire. Another reload and handle was used to complete the case. There was no patient injury.